Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that there was water inside the geo module. The fse replaced the geo module and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and the geometry module was damaged by water. Customer turned on the device and found review module indicator was blinking, but the monitor had no display. Fse checked the system and system status was not ok. Fse found the geo module was failed. Fse replaced the geometry module. After replacement system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Damage to components generally occurs due to unintended contact with other objects in the clinical environment, lack of maintenance, exposure to fluids spilled on the device, etc. When such unintended contact occurs, damage is generally obvious to the user. Occasionally, the device can become damaged (cracked, blurry touchscreens, etc.,) when the user does not follow the reprocessing instructions in the instructions for use manual. This type of damage is usually accumulative and is readily obvious to the user. The reported issue was due to user error. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.